Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided¿which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data¿arthrex concluded the most likely cause of the reported failure. The failure appears to be due to user error, including improper use of the surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/02/2025, a sales representative reported via phone that (qty. (B)(4) of an ar-3636 knotless 1.8 fibertak® soft anchor did not tension all the way down and was stuck. Everything was removed from the patient. The case was completed using a different lot of the same product without issues. Due to the issue, there was a 15-minute delay in the case. No adverse effects were reported on the patient. This was discovered during a labral instability repair procedure on (B)(6) 2025, with no reported patient harm.